Event description:
It was reported that the ilet user experienced a low blood glucose episode, with an on-pump reading of 67 mg/dl followed by a confirmatory fingerstick of 89 mg/dl after oral glucose treatment. The user attributed the episode to eating less than their usual dinner amount and required no further assistance. Symptoms included hypoglycemia with nadir 67 mg/dl. Outcomes included resolution of the low after oral glucose with no hospitalization. Investigation included review of user-reported history and event details. Investigation of this case revealed user-related underestimation of meal size as the likely precipitating factor, with device function not implicated based on available information. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with meal announcement and intake.